Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that low pacing impedance was observed on the left ventricular (lv) lead. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.